Event description:
It was reported to philips that the pacing function for the device would intermittently pause while on battery power. While the device was reported to have been in clinical use at the time of the alleged failure, there has been no report of an adverse patient/user impact as a result of the issue.